Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received an inappropriate shock due to noise. A boston scientific technical services consultant recommended further troubleshooting and potential programming options. X-ray was unremarkable for any connection or position issues. The noise was found to be in the area of the sensing electrode. The device was reprogrammed to secondary vector. No adverse patient effects were reported.